Manufacturer narrative:
(B)(4). Batch # 958a01. Additional information was requested, and the following was obtained: no change in procedure (e.g., additional port hole, creation of unscheduled colostomy, etc.) Due to this issue. Additional cut was performed on colon. The tissue was thin, due to the ileus surgery. The patient is stable. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage with a gst60b reload loaded in the device and an installed battery pack. During the visual inspection of the device, damage to the knife slot of the anvil channel was found. Also, tissues were observed inside the jaw. Additionally, the reload was received partially fired 1/4. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. Unformed staples were found on the cartridge surface, and staples remained in the unfired staple pockets. Obvious damage to the reload deck was noted, which suggests the reload, may have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife was noted nicked. The damage to the reload and anvil is consistent with the device being clamped over a hard object. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 958a01, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a left hemicolectomy after the ileus surgery, an unexpected sound was heard, and the knife stopped on the way of 3rd firing on the feea. Knife reverse switch was used to return the knife. The staple was stapled for about 1cm. The cartridge color was blue. The staple was unformed. Another device and cartridge were used, and additional cut about 2cm was performed on oral side and anus side, and feea was reperformed to complete the case. There were no adverse consequences to the patient.